Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has been experiencing difficulty with her ipg communicating with the charging system since the patient has gained weight. As a result, the patient plans to undergo surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced. The replacement ipg was also implanted in a new location. Surgical intervention resolved the patient's issue.